Event description:
It was reported that the patient underwent a lead replacement procedure due to an unknown reason. No further information could be obtained despite good faith efforts. Additional information was received that the patient was getting stimulation in the ribs. It could not be determined if stimulation issue was due to lead placement or migration. The patient was doing well postoperatively. The explanted lead was discarded by the medical facility.

Event description:
It was reported that the patient underwent a lead replacement procedure due to an unknown reason. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.